Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for a breast biopsy, 12 canister lids allegedly were not able to be sealed properly on one side causing them to pop off the other side. 4 canisters were able to be sealed properly with excessive force which allegedly resulted in a sprained wrist of a staff member at the facility. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Investigation summary: the sample was not returned for evaluation; therefore, the investigation is inconclusive for the reported connection problem as no objective evidence has been provided for review. The root cause could not be determined based upon available information. (Expiry date: 02/2021).

Event description:
It was reported that during preparation for a breast biopsy, the canister lid was allegedly unable to be sealed properly. It was further reported that the lid was sealed with excessive force, which allegedly resulted in a sprained wrist of a staff member at the facility. There was no patient contact.